Manufacturer narrative:
.

Event description:
The customer biomed reported that the device showed a "speaker malfunction" error message, and the speaker was not producing sound. There was no adverse event or patient harm reported.